Event description:
During an atrial fibrillation procedure using a non-abbott pfa, communication issues resulted in a procedural delay. An "internal error: reconnect to amplifier" was observed when connecting the ensite x amplifier to the dws with no transmission of ECG data. The issue did not resolve after reconnecting and resetting ensite x amplifier. The ensite x amplifier was rebooted three times, the dws was rebooted twice with no resolution of the issue. The error message continued to appear after the restarts however the ECG signals started to display on the ensite x amplifier. "Validation and set metal baseline" were performed without error. The procedure was completed without replacing the ensite x amplifier and there were no adverse patient health outcomes.